Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the abdomen. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that a wire/needle/cannula damaged or missing issue occurred. The sensor was inserted into the abdomen. The date of event is an approximation. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).